Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the hand pendant wire is frayed causing intermittent use of bed functions.